Event description:
It was reported that during a gastric bypass procedure, the device misfired and there was a leak. The staples did not come out circularly. The area of the leak was over sewed. These are all the details known. No patient impact reported. The device was discarded.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.